Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 400 mg/dl. Troubleshooting was performed. Reviewed the bolus, basal and daily totals on the insulin pump and they were correct. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.